Manufacturer narrative:
Fowler weldment.

Event description:
It was reported by service report that the cot had a cracked fowler weldment under the cylinder release handle. No pt involvement or adverse consequences are reported.